Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00402 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of an optease inferior vena cava filter. The device subsequently malfunctioned and migrated to his heart, which required open heart surgery. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information was received per medical records and the patient profile form (ppf). Immediately prior to the index procedure, the patient presented to an emergency room after falling from a ladder. The patient suffered significant hyperextension of his left leg. A surgical procedure was done to restore blood flow to the left leg, fasciotomy. During the index procedure, the filter was deployed at the l1-l2 level. There was good placement. Ten days later, the patient had his left leg amputated above the knee and open heart surgery on the same day. During the cardiac procedure, the ivc filter was noted to be adherent to the tricuspid valve and deeply embedded into the right ventricle. There was significant tricuspid regurgitation and obstruction. The entire tricuspid inflow appeared to be occluded with thrombus and foreign bodies. There was no valve tissue left that was not torn or wrapped into the device. The filter, the tricuspid valve, a portion of the right ventricular endocardium and blood clots were removed. The annulus of the tricuspid valve was debrided and the valve was replaced. The posterior ventricular wall was also repaired. A permanent inferior right ventricular pacing lead was implanted in case it was needed post operatively. According to the patient profile form (ppf), the patient also experiences pain, suffering , emotional distress and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records and the patient profile form (ppf), immediately prior to the index procedure, the patient presented to an emergency room after falling from a ladder. The patient suffered significant hyperextension of his left leg. A surgical fasciotomy procedure was done to restore blood flow to the left leg. During the index procedure, the filter was deployed at the l1-l2 level. There was good placement. The device subsequently malfunctioned and migrated to his heart, which required open heart surgery. Ten days later, the patient had his left leg amputated above the knee and open-heart surgery on the same day. During the cardiac procedure, the ivc filter was noted to be adherent to the tricuspid valve and deeply embedded into the right ventricle. There was significant tricuspid regurgitation and obstruction. The entire tricuspid inflow appeared to be occluded with thrombus and foreign bodies. There was no valve tissue left that was not torn or wrapped into the device. The filter, the tricuspid valve, a portion of the right ventricular endocardium and blood clots were removed. The annulus of the tricuspid valve was debrided, and the valve was replaced. The posterior ventricular wall was also repaired. A permanent inferior right ventricular pacing lead was implanted in case it was needed post operatively. According to the patient profile form (ppf) the patient also experiences pain, emotional distress and anxiety. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The filter was embedded in the structures of the heart and valve requiring surgical intervention for removal. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.